Event description:
Surgin tip in use had not been used over 10 times. During this procedure phaco machine did not work right. At end of procedure hand piece was returned and after "tuning", was broken into 2 pieces. No injury.